Manufacturer narrative:
Device eval summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (device disabled/service code 205) has been confirmed. Upon evaluation, there was a segmentation fault while performing the flash memory test. The case of the problem has been isolated to the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that when she power her device on, the monitor emitted a high pitched alarm, as well as a message that the device was disabled. Pt also reported that service code 205 was displayed on the screen. The pt was issued a replacement monitor.